Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6), 2010, she obtained an alleged high blood glucose of "392 mg/dl" with the subject meter. The patient informed the cca that she is on an insulin pump. The patient stated that she immediately administered (or bolused) an unspecified amount of insulin based on the meter result. The patient reported testing with the subject meter a couple of times after obtaining the alleged inaccurate result. At 9:08am she obtained a result of "178 mg/dl" and at 9:20am a reading of "76 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20=% and/or <=20 mg/dl. The patient claimed that approximately 10 minutes after administering the insulin; she began to feel "flushed" as if she were having a "hot flash." The patient reported eating something in response to the symptom. At the time of troubleshooting, the patient informed the cca that the control solution range printed on the vial of the subject test strips was smudged and therefore unreadable. The patient ran a control solution test (using a different vial of test strips) and the result fell within the specified range. Replacement products were sent to the patient. Although the patient reportedly treated herself with food, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms or obtain a blood glucose result suggestive of severe hypoglycemia. However, this complaint is being reported because the subject meter did not meet lfs' precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.